Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse powered the iabp on and connected a known iab and system trainer. The iabp unit successfully completed the autofill and ran for 30 minutes per service manual without alarms. However, the fse detected condensate in the iabp purge tubing, so he conducted condensate removal procedure and detected that the voltage to the condensate removal module (crm) was out of specification. The fse replaced the crm and completed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) quit working. An alarm sounded but t the customer did not provide the specific alarm on the iabp. The ICU physician did the auto fill, but then again the iabp stopped. Cardiologist came and pulled the sensation plus 50cc intra-aortic balloon (iab) and there were no visible issues with the catheter. No blood was visible within the helium tube set. The iabp was retrieved by biomed at the hospital. No patient harm, serious injury or adverse event was reported.